Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a pump replacement and instructed the customer to put the pump into storage mode before returning it with a pre-paid label within 10 days. The customer acknowledged these instructions and confirmed their understanding. Customer continued to use the pump for insulin therapy.